Manufacturer narrative:
H10: after a thorough investigation the engineering team was unable to reproduce the reported failure. There has been no further issues after the service engineer has replaced the acquisition module.

Manufacturer narrative:
A philips service engineer identified a failed acquisition module as the cause of the reported issue. Return of the suspect acquisition module is anticipated. Evaluation of the acquisition module will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported after pressing color mode, an epiq cvx ultrasound system displayed an error message and locked up during a surgical procedure in the operating room. The procedure in progress was completed successfully using a different ultrasound system available at the customer site. There was no patient or user harm associated with this event.